Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure in printed circuit board, failure in main board, system failure of printed circuit board, and failure in circuit board. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure in printed circuit board (cp board), failure in main board (cm board), system failure of printed circuit board (dx board), and failure in circuit board (ap board). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had a distorted image on the screen. The issue occurred during maintenance. There were no reports of patient involvement.